Event description:
Report received of a pt's blood sugar elevating while the device was in use. A neonate was being treated for an unspecified diagnosis with a d10w infusion at an unspecified rate. The neonate had an unspecified high blood sugar level and was transferred to the intensive care unit to be stabilized. The pt's blood sugar reportedly "came down on it's own" without any interventions. It was reported that the neonate was "okay". Though requested, there was no further info available.